Manufacturer narrative:
The device was available for evaluation. After inspection, it was determined that the screw head threads are not properly manufactured. Threads are missing at the top of the head of the screw, which matches with the report that the screw passed through the plate (2171.1414) but no damage to the plate was caused or observed, as another screw was pulled and locked into the plate with no issues. The screw head failed inspection for head threads not falling within the lines indicated. The cause is traced to manufacturing.

Event description:
It was reported that an anthem locking screw was misplaced intra-operatively, and then removed and replaced in the patient.